Manufacturer narrative:
Exact date unknown, event occurred three months prior to the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2218500 model: sc-2218-50 serial: (B)(6) batch: 7112141/7112109. Product family: scs-linear leads upn: m365sc2218700 model: sc-2218-70 serial: (B)(6) batch: 7076622/ 7078948.

Event description:
It was reported that the patient experienced shocking sensation and inadequate stimulation from the spinal cord stimulator (scs) device. It was also noted that the implantable pulse generator (ipg) would not charge beyond two bars, was getting very hot and was showing error codes on the remote control. The patient underwent an explant procedure wherein all devices were removed, and the explanted devices were not returned as they were kept by the medical facility.